Manufacturer narrative:
One used 8fr angio-seal vip device was returned for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. The arteriotomy locator was returned as well. No other accessory components were returned. Visual inspection revealed that the carrier tube was mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands visible. The tip portion of the hemostasis sheath was found severed below the blood inlet hole. The anchor and collagen were completely exposed from the manufacturing slit and hang outside of the carrier tube. There were no anomalies were observed with the anchor. The arteriotomy locator was bent in a curve shape. No other visual anomalies were noted. No functional testing was possible due to the mutilated condition of the returned device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was not positioned in forward lock position or an obstruction to the anchor posting to the distal tip may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the technician was deploying the angio-seal device and did the two clicks, when they went to pull back on the device to tamp, the whole device came out. After investigating, it was noted that the collagen never deployed. The foot and collagen were still in the deployment system. The patient was in stable condition. Estimated blood loss was less than 250cc. Manual pressure was held for hemostasis. There was not patient injury or medical/surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on 09apr2020. The procedure before the use of the angio-seal device was a left heart catheterization. An 8fr procedural sheath was used. A pre-deployment angiogram was performed.